Event description:
It was reported that her second neurostimulator (ins) malfunctioned. The ins was implanted on (B)(6) 2010 and removed on (B)(6) 2013. The patient was not sure what happened but they were not able to make it work or do any programming to it. The patient stated it just stopped working. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v008505, implanted: (B)(6) 2006, product type: lead. (B)(4).